Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had two blisters under the ECG electrodes. The blisters has reportedly burst open. The patient adjusted the garment so that the blisters were no longer under the ECG electrodes. Follow-up attempts were unsuccessful. The medical outcome of the irritation is unknown.